Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the prime process. The blood glucose reading was 299 mg/dl, which was treated with a manual injection. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump has a constant a35 alarm noted during rewind due to out of phase motor encoder signal. Unable to confirm motor error alarms and perform displacement test due to a35 alarms. No cosmetic damage noted on pump assembly.